Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, coronary sinus dissection was observed via diagnostic imaging. The left ventricle (lv) lead had been introduced into the body of the patient, however, the physician did not suspect the lv caused the dissection. The physician did not allege a cause of the dissection. The lv lead was explanted and no lv lead was implanted. No additional intervention was performed. The patient was in stable condition.